Manufacturer narrative:
Stryker replaced the power module to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the replaced part and the root cause was determined to be a blown fuse in the ac to dc converter.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.